Event description:
The customer reported there was a broken wire in the c-arm cable; it was a break in the c-arm video cable. No patient injury was reported.

Manufacturer narrative:
(B)(4). The ge service rep replaced the cable. The system operates as intended.